Manufacturer narrative:
(B)(4). Device evaluated by MFR: a stent delivery system (sds) was returned for analysis without the strain relief or manifold hub. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted across the entire stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break and multiple hypotube kinks. A hypotube break was identified 143.2mm proximal to distal edge of tip the portion of device proximal of break site including stress relief and manifold hub not returned. The break occurred at a site 0.8cm +/- 5 cm from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 3.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, pre-dilatation was performed again with a maverick balloon catheter and the procedure was completed with a different size synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.